Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no sample is returned. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: the catheter was inserted into the elbow crook of a child in the emergency room. After a few days there was a leakage at the insertion point while vein is still healthy. This problem occurred several times already.